Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration.

Manufacturer narrative:
Failure mode updated to "failure to osseointegrate", to reflect data provided by customer. (B)(6).